Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as there was no tortuosity and no calcification. Prior to stent graft implantation, the right iliac artery was totally occluded and the patient was on dialysis due to none functioning renal arteries. The talent converter and two endurant iliac limbs were implanted. The following day, the patient had abdominal and back pain. The patient was brought back to the operating room and there was ischemia of the bowels and the bowel resection at that time. The films were reviewed by the implanting physician and at that time, it was discovered that the talent converter was inadvertently implanted covering the sma. The patient was transferred to radiology to stent the sma; however, during the re-intervention in the attempt to resolve the occluded sma, it was reported that the patient became unstable and expired.

Manufacturer narrative:
Results: inherent risk of procedure (death).